Event description:
Misfire of robotic stapler during or procedure, stapler loaded with vascular load, passed entry into cannula test,surgeon able to clamp tissue, robot ready to fire, firing process started, loud crunching heard at surgical field, stapler removed and blade exposed. FDA safety report ID# (B)(4).